Event description:
Upon review by the manufacturer's investigation unit, the top left corner of the blood glucose monitor was melted. No adverse event reported. The device was returned for product evaluation.